Manufacturer narrative:
It was suspected that the breathing system was not seated properly on the unit because once it was seated on a second machine, the breathing system functioned properly.

Event description:
The hospital reported that, the ventilator is not kicking in. The unit is showing in the bag mode when they toggle the bag to vent switch to vent position. There was no reported patient involvement.